Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been continuously receiving failed battery test alarms. Customer also received a battery out limit alarm. Customer's blood glucose was over 190 mg/dl at the time of the incident. Troubleshooting was performed and customer did not receive a failed battery test. Customer was advised to monitor the pump. Customer will be shipped a replacement battery cap as a courtesy. Customer was advised that this is normal pump behavior. Customer also mentioned that his blood glucose is currently 500 mg/dl and he treated with 25 units of insulin but is shaking. Customer took a shot to treat. Customer stated that all he had was a salad and his blood glucose started to go up. Customer mentioned that his blood glucose went below 20 mg/dl. Customer woke up with a blood glucose of 27 mg/dl and the paramedics came to his house. Customer stated that they gave him a couple glasses of orange juice and glucose gel. Customer was given a shot and put on an IV drip.